Manufacturer narrative:
Date of event: unknown. Initial reporter tel phone: (B)(6). Results: a sample was not returned for evaluation. Bd was not able to duplicate or confirm the customer's indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5160899. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 21 g x .75 in bd vacutainer® winged safety push button blood collection set leaked blood near the needle. No serious injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 06/03/2016.